Manufacturer narrative:
(B)(4). D10 - list of associated device: eternity cup 58, reference p0402h58, batch 0000062393. This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product was returned and lab analysis was performed. The product analysis shows that the product received is an aura ii hip ha coated right size 6, reference p0126h06, batch 0000075351. It has been noticed that the stem is fractured at the level of the neck. More precisely, the stem has broken due to fatigue. Finally, it was noticed that the fracture initiation is at the level of the engraving located on the neck of the implant. Therefore, the reported event is confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to implant fracture: 2 complaints (2 products), this one included, have been recorded on aura ii hip ha coated right size 6, reference p0126h06, from january 01, 2018 to january 19, 2022. 2 complaints (2 products), this one included, have been recorded on aura ii hip ha coated right size 6, reference p0126h06, batch 0000075351. According to available data, the most probable root cause of the implant fracture could be a device design issue (location of the engraving). Indeed, the implant was part of a recall on april 20014 regarding the fragility of the collar due to the engraving located on it. This recall did not involve products distributed to USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: following a patient fall on (B)(6) 2021, the stem broke and all of the devices initially implanted had to be revised on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that, following a patient fall on (B)(6) 2021, the stem broke and all of the devices initially implanted had to be revised on (B)(6) 2021.